Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012522161 was returned and analyzed. Visual inspection was performed and the catheter was received without guidewire. The shape of the catheter array was not inverted. The guidewire lumen was received retracted and kinked. The pebax tubing kinked at the distal arm near electrode 1. The slide control function was performed and the guide wire lumen was extended retracted without any issue. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a catheter interface cable test, and therapy deliveries were successfully performed. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and at the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. The guidewire lumen kinked at 0.42 inches proximal to the catheter tip. The continuity test was performed with multimeter for the returned catheter. The electrical continuity test passed for all electrodes and impedance were normal. In conclusion, reported inverted array issue was not confirmed during testing and the loop catheter failed the returned product inspection due to a kinked guidewire lumen and pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, when the pulsed field ablation catheter was inserted into the patient it was confirmed via imaging the catheter was kinking. The guidewire proceeded as normal. After removal of the catheter, it was confirmed that it had inverted. Due to the catheter being twisted, it was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.